Event description:
On (B)(4) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device (accu-chek nano) . The reporter was unable to give exact readings. The tests were performed within an 30 minutes of each other. This complaint is being reported because the results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint passed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted, the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.